Manufacturer narrative:
The returned screw was evaluated. There were signs of usage, but it was found to meet specifications and function as expected; the complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw broke during a demonstration while the surgeon was tightening the screw with an inserter. There were no surgical or patient implications associated with this event.